Event description:
It was reported by the patient that they have had "a lot of problems" with their device and they were concerned it was not working correctly. The patient reported the device was checked and it wasn't programmed correctly so it was reprogrammed. But the patient's symptoms of headache, tingling in arms, chest pain, shortness of breath and pain radiating up the neck continued. The device was reportedly checked again and appeared fine, but the nurses were concerned the "heart was spiking in an irregular spot". Then when another person checked the device there was a "malfunction" and the "top lead would fire and the bottom lead would go in the opposite direction". The device and leads remain in use. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that they have had "a lot of problems" with their device and they were concerned it was not working correctly. The patient reported the device was checked and it wasn't programmed correctly so it was reprogrammed. But the patient's symptoms of headache, tingling in arms, chest pain, shortness of breath and pain radiating up the neck continued. The device was reportedly checked again and appeared fine, but the nurses were concerned the "heart was spiking in an irregular spot". Then when another person checked the device there was a "malfunction" and the "top lead would fire and the bottom lead would go in the opposite direction". The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
It was further reported that the sensing on the rv lead in the bipolar configuration were lower than the programmed settings and the unipolar sensing numbers provided adequate sensing margins. The system was functioning normally following the check. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.